Event description:
It was reported that during a knee arthroscopic meniscus surgery, after t1 was implanted, t2 fell off. A backup device was used to complete the surgery. No patient injury reported.

Manufacturer narrative:
One 72201491 ultra-fast-fix curved needle delivery system device received. This device is in used condition. The complaint listed was: ¿t2 fell off¿. The blue split cannula has not been returned. The depth limiter was returned on the device and has been trimmed. T1 and t2 were not returned. Partial used and knotted suture were returned. There is not a true ¿deployment¿ with this style of needle delivery system. Movement of anchors is accomplished with manual lever advancement to position t1 for stripping off the needle, followed by t2 with a light tug of the suture. The advancement lever was found just shy of fully advanced. The needle is quite bowed and bent. An anchor would not fall off unless the suture was pulled or the delivery needle was twisted, bent or flexed during insertion. No further investigation is warranted. No root cause related to the manufacture of the device can be established.